Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one other similar product complaint(s) from this serial number.

Event description:
Per (B)(6) - the device shuts off randomly. It takes plugging and unplugging the device several times to get it to turn back on at times. A couple times it shut off without warning and the battery was charged. This medwatch is for the second of two events reported.